Event description:
It was reported through our kit booking that the device broke. The surgeon completed the procedure without any delay or adverse consequences. The event occurred during a procedure (gamma3 nail implantation). No adverse consequence was reported. The device was discarded.

Manufacturer narrative:
The reported event could not be confirmed as the device was not returned for evaluation. Device was discarded. A review of the device history for the reported closed tube clip revealed no discrepancies.